Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor did not penetrate skin upon insertion, and the customer was therefore unable to monitor glucose using sensor. The customer reported becoming hot with excessive sweating, and that her husband had to call paramedics as she "refused" to perform capillary test. When paramedics arrived, a healthcare meter result of 32 mg/dl was obtained, and the customer reportedly treated with humalog insulin (dose unknown) as well as orange juice and sugar from diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the freestyle libre sensor did not penetrate skin upon insertion, and the customer was therefore unable to monitor glucose using sensor. The customer reported becoming hot with excessive sweating, and that her husband had to call paramedics as she "refused" to perform capillary test. When paramedics arrived, a healthcare meter result of 32 mg/dl was obtained, and the customer reportedly treated with humalog insulin (dose unknown) as well as orange juice and sugar from diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.